Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was continuously inaccurate. Reportedly, the customer has changed the cartridge multiple times; therefore, declined tandem technical support's offer to load a new cartridge to troubleshoot the reported event. During the time of the call, the customer stated the customer would continue using the current cartridge on the pump. Multiple attempts were made to complete troubleshooting with the customer; however, no further information was provided regarding the event. The customer reported a blood glucose (bg) level of 300 mg/dl. The customer delivered a manual injection, correction bolus, and changed the supplies on the pump to address bg levels.